Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. Upon troubleshooting, rse reviewed log files, which showed only one power-on record, indicating a temporary startup abnormality on the host computer and frontal image processing pc (ip-pc) memory failures. The system was returned to good condition after power cycle restart. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the device failed to start. The device was not in clinical use. The system was manually restarted. No harm has been reported to philips. Philips has started an investigation of this complaint.